Event description:
It was reported that the lead's helix would not extend during the second positioning attempt in the implant procedure. It was also reported that the lead was subsequently removed from the patient and tested again, but the helix would still not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head); the analyst noted that the helix has been over-retracted; full lead returned and analyzed.